Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced that infusion set leak at the quick release (qr) as the qr was not tightly connected. The event occured on 28-feb-2026. No further information available.